Event description:
Physician reported right side capsular contracture baker grade unknown and (gel) fracture. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: lot number 3477157 can be observed on the device. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Gel fracture: no observed. No additional observations are performed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported right side capsular contracture baker grade unknown and (gel) fracture. Device has been explanted.